Event description:
It was reported that during use 65 tubes are under filling with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: edta underfill.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Therefore, 20 retention samples from bd inventory were evaluated by draw volume testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Whilst samples have been requested/sent in support of this complaint, the attached photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use 65 tubes are under filling with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: edta underfill